Manufacturer narrative:
The symptoms described in this event are consistent with other events where dental material was extruded beyond the apex. There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first patient. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Not returned.

Event description:
In this event it was reported that two patients experienced an adverse reaction after a root canal where prolube root canal conditioner was used. The dentist reported that necrosis was very evident in one patient. The patient had pain that has eased and a tingling sensation in the lip remains. Radiographs are not yet available for review.